Manufacturer narrative:
Device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd life sciences - preanalytical systems had not received any sample and/or photos from the customer facility for evaluation; therefore, the investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Investigation conclusion: there was no samples and/or photos available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. D was unable to confirm the customer¿s indicated failure mode because no samples and/or photos were received. Root cause description: due to no samples and/ or photos being received, the manufacturing investigation was limited. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Rationale: the device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. There were no samples and/or photos submitted for evaluation.

Event description:
It was reported that an unspecified number of bd vacutainer® luer-lok¿ access device holder multiple sample adapters were unable to take samples from the patient, resulting in a redraw on the patient.